Event description:
A report was received that the patient had pocket pain. The device was suspected to be malfunctioning after the patient underwent a magnetic resonance imaging with the system implanted. The patient's entire system was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had pocket pain. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient contracted osteomyelitis after the stimulator was removed and was admitted in the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pocket pain. The device was suspected to be malfunctioning after the patient underwent a magnetic resonance imaging with the system implanted. The patient's entire system was explanted.

Event description:
A report was received that the patient had pocket pain. The device was suspected to be malfunctioning after the patient underwent a magnetic resonance imaging with the system implanted. The patient's entire system was explanted.

Manufacturer narrative:
Additional information was received that there were no record in the physician's office that the patient had osteomyelitis and no record of follow up after the explant.